Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-15 . H6: investigation summary bd received 5 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for erroneous results (elevated rbc's) with the incident lot was not observed. There was no evidence of defects in the photographs provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. It is not uncommon with automated urinalysis for particulate matter precipitated in a urine specimen to be interpreted as rbc's. The size, shape, contrast and texture of this particulate matter can be read as red cells. The auto release settings are usually adjusted to prompt results review. Although time consuming, this will assure the accuracy of the results for the patient and their subsequent care. Adjustments (depending on the analyzer), can be made to the baseline threshold or negative limits for rbc information criteria settings on the instrument. Since this is a plain tube (with no preservative) there is no contributing factor to this reported condition by the collection vessel. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® z (no additive) plus urine tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "an elevated rbcs count in urinalysis was noticed when using the bd vacutainer urine collection system. Investigation was done and analyzer issues were excluded."

Event description:
It was reported when using the bd vacutainer® z (no additive) plus urine tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "an elevated rbcs count in urinalysis was noticed when using the bd vacutainer urine collection system. Investigation was done and analyzer issues were excluded."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0272232. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-09-28. Medical device lot #: 1186876. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-07-05. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.